Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using the pre-close technique prior to an interventional procedure. Reportedly, the lever presented significant inconsistency [difficult to open or close], making the release impossible and preventing its use [failure to deploy]. A new prostyle device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported difficulty opening and closing the foot and failure to fire could not be replicated in a testing environment as the posterior foot was separated. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the packaging was not returned. Bason on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to a difficult to open or close the foot include but not limited to tissue or suture caught in the foot. The reported difficulty with the foot likely contributed to the noted separated posterior foot and reported failure to fire. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d4: model, catalog number updated from 12773-02 to unknown correction: d4: lot number updated to unknown correction: d4: the UDI is not known as the part and lot number were not provided.

Event description:
Subsequent to the initially filed report, the following additional information was received:a foot separation was noted during evaluation of the returned device. The separated portion was not returned. The location of the detached foot is unknown.